Event description:
A doctor reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. A "piggy-back" iol was implanted to correct the outcome. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. Initial reporter: zip code is not indicated at this time. (B)(4).